Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory review of the data stored within the device found a code related to elective replacement indicator (eri), showing it never triggered a replacement indicator while implanted. Further review noted the battery voltage started to decrease two months earlier. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. While undergoing analysis, the battery voltages and current drain were monitored for several days at 37 degrees celsius. It was noted that the voltages and current drain remained the same. Laboratory analysis confirmed the field allegation, however they were unable to determine the cause of the early depletion.

Event description:
Boston scientific received information that three months earlier the subcutaneous implantable cardioverter defibrillator (s-ICD) battery percent remaining was 98% but is currently at 8% remaining. It was noted the patient has only received one shock since implant. The device's memory was sent to engineering for review. Engineering confirmed that the battery was depleting faster than expected and suggested explant. It was further noted that a battery depletion code did not display. Subsequently a revision procedure was performed where the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.